Event description:
When the lens was removed (because it was decentered) both haptics were observed to be intact. The haptic which broke off and lodged in the anterior chamber was from another lens that the technician had attempted to fold and the haptic must have broken off and lodged in the forceps.

Manufacturer narrative:
No info has been received detailing the type of lens from which the haptic broke off. This rpt was mailed in to FDA on: 8/7/97.